Manufacturer narrative:
(B)(4). Service engineer (se) inspected the device and replaced the solenoid assembly. The ventilator passed all the required testing.

Event description:
It was reported that during patient use, the compressor became inoperative. The patient was transferred to an alternate ventilator with no harm.